Event description:
A phone call was made to the customer in order to follow up on a previous call she had made to report low blood glucose levels. The customer stated that the paramedics were called for assistance. The only other information the customer shared was that her transmitter broke last year and she was unable to get a replacement because it was out of warranty and she cannot afford to pay for one. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.